Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet system, including a lowest blood glucose of 60 mg/dl for approximately 30 minutes, after which the user self-treated with about 8 grams of fast-acting carbohydrates and glucose levels stabilized; device low alerts were received, and no medical assistance was required. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included temporary low blood glucose resolved with oral glucose and no hospitalization. Investigation included complaint intake, user counseling on proper use, and review of behaviors affecting control. Investigation of this case revealed that user behaviors likely contributed, including meal announcements without eating to correct elevated glucose and a recent change to earlier dinner timing without a bedtime snack, alongside a recent target change that the user is considering reversing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.